Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast reconstruction with mentor memorygel breast implant 600cc gel prostheses in (B)(6) 2002 developed baker grade unknown capsular contracture and calcification in the right breast. As a result, the patient underwent removal and replacement with unspecified allergan gel implants on (B)(6) 2018. The patient said imaging showed silicone granulomas and rupture, but said the device was not ruptured and she is unsure about the silicone granulomas.